Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt became combative in post-operative recovery and attempted to climb out of bed several times. Shortly after, the pt was taken back into surgery for treatment of a hematoma. A st jude med rep was later notified that the entire scs system was removed due to the pt needing an MRI. The surgery center reported the pt suffered from paralysis of the lower extremities. F/u info revealed the physician's assistant reported the pt suffered a cardiovascular deficit believed to be an acute myocardial infarction. The physician's assistant advised this event was not device related. The pt has resumed feeling and function in both legs. The pt has been admitted to a rehabilitation facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.